Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This mw report is related to linked patient identifier (B)(6) and submitted mw (B)(4).

Event description:
The customer reported to olympus that the distal end cover fell off the single use distal cover while using with the evis exera iii duodenovideoscope. The cover fell off into the patient¿s mouth during the procedure but was able to be retrieved out of the patient successfully. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the legal manufacturer's final investigation. The actual product has not been returned. It was not possible to clearly identify the cause of the reported event. It is confirmed that if the distal cover can be attached correctly according to the procedure in the instruction manual, it will not come off during use. In addition, since there was damage on the tip side of the distal cover that fell off, it is speculated that the distal cover that fell off at the facility was caused by the following handling by the user. -by pushing the distal cover diagonally when attached to the scope, a small crack occurred in the cover, and the cover was used without noticing it during the pre-use inspection. As the crack expanded during use, the fixation with the scope became insufficient, and the distal cover came off easily from the scope. In addition, the actual product met specifications. User handling was presumed to be the cause based on the following: - as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off. -as a result of the labeling review, the instruction manual states that pushing at an angle during installation is a handling factor that leads to detachment of the distal cover. According to the information provided, there was no damage to the distal cover before use, but the tip of the dropped off distal cover was confirmed to be damaged, so this factor cannot be completely denied. The product met specifications based on the following: - as a result of the type test, olympus verified that "the distal cover does not come off from the tip of the endoscope during use" in the evaluation at the development stage, and confirmed that the product satisfies the specifications. - during inspection, after the distal cover is attached, push/pull load is applied to the distal cover, and it is confirmed that there is no damage such as tearing or chipping, displacement of the mounting position, or falling off. Olympus followed the pre-use inspection procedure in the instruction manual using a product of the same structure owned by the legal manufacturer. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2311) during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the endoscope does not come off during use." The parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. In addition, using a product of the same structure, olympus verified the resistance quality standard that "does not come off from the distal end of the endoscope during use", which is a product standard, and confirmed that the standard was satisfied. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The cause of the drop off is presumed to be insufficient attachment to the scope and insufficient attachment to the scope due to chemical cracks caused by chemicals such as anti-fog agents. We have confirmed that the handling precautions for these factors are described in the instruction manual as follows. "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation." Olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number 2429304-2023-00209.

Event description:
An olympus representative reported to olympus on behalf of the customer that the distal cover was likely retrieved using grasping forceps and that this was a user error as the customer did not put the cap completely. The customer later reported that the distal cover was split at the top. It was reportedly difficult to retrieve from the patient as it had fallen off in the back of the patient's throat. The customer did not know if they caused the damage when trying to remove it from the patient. Anti-fog agent was not applied to the scope lens. Lubricant was applied to the outside of the endoscope, but the physician never applies lubricant near where the distal cover attaches because of the lens. The customer further confirmed that the distal cover was not damaged after attaching it to the scope and that the distal cover was attached correctly by gently pulling the cover to make sure it would not come off.